Manufacturer narrative:
Device labeling, available in print and online, states: if dressing adheres to wound consider introducing sterile water or normal saline into the dressing, waiting 15-30 minutes, then gently removing the dressing from the wound. Foam left in the wound for greater than the recommended time period may foster in-growth of tissue into the foam and create difficulty in removing foam from the wound or lead to infection or other adverse events. Wounds being treated with the v.a.c. Therapy system should be monitored on a regular basis. In a monitored, non-infected wound, v.a.c. Dressings should be changed every 48 hours to 72 hours, but no less than 3 times a week, with frequency adjusted by the clinician as appropriate.

Event description:
The following info was reported to kci by the home health nurse: on (B)(6) 2011, a v.a.c. Dressing change was attempted but the nurse claimed they were unable to remove the v.a.c. Granufoam because the foam was adhered to tissue. According to the nurse, when attempting to remove the dressing the pt began to bleed. Pt was sent to the emergency room and pt was admitted to the hosp. No further info is available.